Event description:
End user reported that her prodigy glucose meter was giving inconsistent results - 190mg/dl and 169mg/dl. She didn't feel comfortable with the readings and visited urgent care on (B)(6) 2016 in the early afternoon. Upon arrival to urgent care the end user's reading decreased to 144mg/dl. No additional treatments or tests to lower her blood glucose was reported. She was instructed to follow-up with her pcp. The prodigy glucose meter and its components were replaced and no further details were disclosed..